Event description:
It was reported that when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the holder separated from the needle on two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4 medical device lot #: 8607918 was reported, however, this is not a lot number manufactured for the reported catalog number. D4. Medical device expiration date: unknown h4. Device manufacture date: unknown. E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : bd received one photo for investigation. The evaluation of the photo showcased evidence of holder separation. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the holder separated from the needle on two (2) units. No adverse impact was reported regarding the patient or user.